Event description:
On (B)(6) 2011 patient reported receiving occlusions for the last few days. Patient is not currently receiving an occlusion. Patient stated this has caused elevated blood glucose levels. Patient reported she changed the battery, infusion set, and infusion set tubing. Patient stated her blood glucose level went up to 500 mg/dl. Patient reported she treated the elevated blood glucose level with an insulin pen. Patient's normal blood glucose range is 120-140 mg/dl. Patient stated she bolused 4.0 units of insulin into the air and insulin came out of the tubing correctly prior to the call. Patient discarded the alleged infusion set. Patient is inserting the infusion sets by hand. On follow up call on (B)(6) 2011 patient reported her blood glucose level went up and she went to the hospital on (B)(6) 2011. Patient stated she was released on (B)(6) 2011. Patient reported she was treated with an IV of insulin at the hospital and was also given insulin shots after being taken off of the IV. Patient stated she is back on her infusion device now and her blood glucose level is in the normal range of 120-140 mg/dl. Patient reported she is not sure what caused the elevated blood glucose levels. Patient stated she is no longer having trouble with occlusions. No product return was requested.